Event description:
The user facility reported that their 20" century sterilizer was alarming "door unsealed". Procedures were delayed and later completed the same day. No injuries to hospital staff or patient.

Manufacturer narrative:
A steris service technician inspected the unit and found a burned heating element, contactor, and wires on the steam generator. The technician further noted that there was a hole in the heater element. The technician stated that the sterilizer would turn on but the steam generator would not turn on. The technician further stated that the contactor was shorted by the hole in the heating element, which was shorting to ground subsequently causing the 100 amp breaker to short and also shorting the building's circuit breaker. The user facility stated to the technician that they did not know that the steam generator for the 20" century sterilizer was not working. The maintenance manual states, (pp. 5-12) that a door unsealed alarm occurs when steam pressure in door seal drops below 10psig. The technician replaced the contactor and the heater element and confirmed the unit to be operational.